Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced an unspecified blood glucose (bg) excursion and was treated in the hospital with unspecified treatment. The patient reportedly discontinued insulin pump therapy. The reporter noted that the patient had an infection and was being treated with zithromycin. During troubleshooting, a review of the prime history indicated that the patient was not priming the tubing with enough insulin when changing the infusion set tubing. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced a bg excursion requiring medical intervention associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/06/2016 with the following findings:a review of the black box showed that the pump was manually suspended on (B)(6) 2016 at 20:37 and manually resumed (B)(6) 2016 at 22:52. A review of the prime history showed evidence of prime volumes of 1 unit and 2 units. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. A prime volume of 10 units was successfully completed with no issues. The keypad buttons were tested and no hypersensitivity was found. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).